Event description:
It was reported that during a video assisted thoracic surgery with wedge resection procedure, the device was loaded with a blue reload. The first reload worked fine. The second seemed to be in place in the gun, but would not allow the surgeon to fire. Took it out, took staple reload out and reloaded it, again not able to fire. They used a 3rd one which worked. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One piece sled. The ecr60b reload was received for analysis with the one-piece sled damaged and fully loaded with staples. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. Due to the condition of the reload, no functional test could be performed. A batch record review was performed and no anomalies were found during the manufacturing process.